Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent, two suprarenal aortic extensions, and a limb stent graft. During a follow up the physician identified a decrease in overlap between the main body and the proximal extension, no endoleak was observed. The physician elected to implant an infrarenal aortic extension on (B)(6) 2016 to increase the overlap between the main body and the proximal extension. The procedure was completed and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3a endoleak with partial component separation and a unintended movement of the suprarenal aortic stent. There was also evidence to support these additional observations; at implant a second proximal extension was placed due to a migration of the initial proximal stent, a non-endologix stent placed at an unknown date for unknown reason, dilation of the main body and an increase in the aortic angulation. The clinical evaluation additional found the following contributing factors to the reported event; off label use due to patient anatomy and distal movement of the proximal extension. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.